Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-oct-2022, UDI#: (B)(4). All codes apply to both interstim ii and product ID: 3889-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient did excessive activity and the patient had an exposed lead. It was stated that the patient was too active and the suture came out which exposed the lead. It was confirmed that they removed and replaced the entire system. There were no further symptoms or complications reported or anticipated.